Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Correction on (B)(6) 2016: the previous initial receipt date was incorrectly described in the narrative. The correct initial receipt date is (B)(6) 2016. Follow-up received on 20-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infection (other) describe: pelvic"), pelvic pain ("pain") and postoperative wound infection ("postop incision infection") in a 21-year-old female patient who had essure (batch no. 696637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chlamydial infection, abdominal abscess, appendectomy, low back pain and menses irregular. On (B)(6)2012, the patient had essure inserted. On (B)(6)2015, 2 years 11 months after insertion of essure, the patient experienced postoperative wound infection (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), complication associated with device ("device complications"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), adnexa uteri pain ("ovarian cysts/pain"), ovarian cyst ("ovarian cysts/pain/ with cystic follicles") and investigation noncompliance ("had not undergone confirmation test"). The patient was treated with antibiotics, cyclobenzaprine hydrochloride (flexeril), medroxyprogesterone (depo provera), tramadol, oral contraceptive nos, surgery (unilateral oophorectomy, hysterectomy with unilateral salpingectomy,) and surgery (unilateral oophorectomy, hysterectomy with unilateral salpingectomy,). Essure was removed on (B)(6)2015. At the time of the report, the pelvic infection, pelvic pain, postoperative wound infection, dysfunctional uterine bleeding, complication associated with device, menorrhagia, vaginal haemorrhage, dyspareunia, adnexa uteri pain, ovarian cyst and investigation noncompliance outcome was unknown. The reporter considered adnexa uteri pain, complication associated with device, dysfunctional uterine bleeding, dyspareunia, investigation noncompliance, menorrhagia, ovarian cyst, pelvic infection, pelvic pain, postoperative wound infection and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: essure micro inserts were placed to an appropriate position. The number of coils protruding into the uterine cavity was noted to be 3 on the right and 4 on the left. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: reporters details added. Aka names added. Lot number added. Event added as abnormal bleeding (vaginal, menorrhagia), infection (other) describe: pelvic, dyspareunia (painful sexual intercourse), pain, other injury(ies) or complication (s) please describe: (B)(6)2015 postop incision infection; dysfunctional uterine bleeding. Ovarian cysts/pain. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. "Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic infection ("infection (other) describe: pelvic"), pelvic pain ("pain"), device expulsion ("migration of essure device location of device: uterus"), postoperative wound infection ("postop incision infection"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),") and abortion spontaneous ("pregnancy (stillbirth or miscarriage),") in a 21-year-old female patient (gravida 5, para 4) who had essure (batch no. 696637-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included headache, migraine, recurrent urinary tract infection, lower abdominal pain, multigravida and parity 4. Concurrent conditions included chlamydial infection, abdominal abscess, appendectomy, low back pain, menses irregular, post coital bleeding and bacterial vaginosis. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced cystitis ("bladder infection"), urinary tract infection ("utis"), vaginal infection ("vaginal infections") and tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), adnexa uteri pain ("ovarian cysts/pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), vaginal discharge ("vaginal discharge") and back pain ("low back pain"). On (B)(6) 2015, 2 years 11 months after insertion of essure, the patient experienced postoperative wound infection (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cysts/pain/ with cystic follicles") and pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), complication associated with device ("device complications"), investigation noncompliance ("had not undergone confirmation test"), abortion spontaneous (seriousness criterion medically significant), constipation ("constipation") and gastritis ("gastritis"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with antibiotics, cyclobenzaprine hydrochloride (flexeril), medroxyprogesterone (depo provera), tramadol, oral contraceptive nos, hydrocodone, oxycocet (percocet), sumatriptan (imitrex), surgery (unilateral oophorectomy, hysterectomy with unilateral salpingectomy,), surgery (unilateral oophorectomy, hysterectomy with unilateral salpingectomy,) and surgery (unilateral oophorectomy, hysterectomy with unilateral salpingectomy,). Essure was removed on 19-aug-2015. At the time of the report, the pelvic infection, pelvic pain, device expulsion, postoperative wound infection, dysfunctional uterine bleeding, complication associated with device, dyspareunia, adnexa uteri pain, ovarian cyst, investigation noncompliance, pregnancy with contraceptive device, abortion spontaneous, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, migraine, headache, tooth disorder, dysmenorrhoea, vaginal discharge, constipation, gastritis and back pain outcome was unknown and the menorrhagia, vaginal haemorrhage and alopecia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adnexa uteri pain, alopecia, back pain, complication associated with device, constipation, cystitis, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastritis, headache, investigation noncompliance, menorrhagia, migraine, ovarian cyst, pelvic infection, pelvic pain, postoperative wound infection, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion details: essure micro inserts were placed to an appropriate position. The number of coils protruding into the uterine cavity was noted to be 3 on the right and 4 on the left. On (B)(6) 2015, patient had a left salpingo-oophorectomy and on (B)(6) 2015 she had right salpingectomy with hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: could not find them on (B)(6) 2015 patient had surgical pathology report resulted in left ovary and fallopian tube: - ovary with hemorrhagic luteal cyst and cystic follicles. - fallopian tube with no histopathologic abnormality. - no evidence of tumor. On (B)(6) 2015 patient had pelvis with transvaginal ultrasound. (B)(6) 2015: CT scan showed 7cm pelvic lesion, which was possibly consistent with a tubo-ovarian abscess. (B)(6) 2015: CT abdomen and pelvis with intravenous constrast showed a residual pelvic inflammation concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain, pelvic pain, menorrhagia, ovarian cyst, migraine, uti, headache, dyspareunia, postoperative wound infection, pid, dysmenorrhea, dysfunctional uterine bleeding, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic infection ("infection (other) describe: pelvic"), pelvic pain ("pain"), device expulsion ("migration of essure device location of device: uterus"), postoperative wound infection ("postop incision infection"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),") and abortion spontaneous ("pregnancy (stillbirth or miscarriage),") in a 21-year-old female patient (gravida 5, para 4) who had essure (batch no. 696637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included headache, migraine, recurrent urinary tract infection, lower abdominal pain, multigravida and parity 4. Concurrent conditions included chlamydial infection, abdominal abscess, appendectomy, low back pain, menses irregular, post coital bleeding and bacterial vaginosis. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). In june 2012, the patient experienced cystitis ("bladder infection"), urinary tract infection ("utis"), vaginal infection ("vaginal infections") and tooth disorder ("dental problems"). In july 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), adnexa uteri pain ("ovarian cysts/pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), vaginal discharge ("vaginal discharge") and back pain ("low back pain"). On (B)(6) 2015, 2 years 11 months after insertion of essure, the patient experienced postoperative wound infection (seriousness criterion medically significant). In may 2015, the patient experienced ovarian cyst ("ovarian cysts/pain/ with cystic follicles") and pregnancy with contraceptive device (seriousness criterion medically significant). In june 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), complication associated with device ("device complications"), investigation noncompliance ("had not undergone confirmation test"), abortion spontaneous (seriousness criterion medically significant), constipation ("constipation") and gastritis ("gastritis"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with antibiotics, cyclobenzaprine hydrochloride (flexeril), medroxyprogesterone (depo provera), tramadol, oral contraceptive nos, hydrocodone, oxycocet (percocet), sumatriptan (imitrex), surgery (unilateral oophorectomy, hysterectomy with unilateral salpingectomy,), surgery (unilateral oophorectomy, hysterectomy with unilateral salpingectomy,) and surgery (unilateral oophorectomy, hysterectomy with unilateral salpingectomy,). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic infection, pelvic pain, device expulsion, postoperative wound infection, dysfunctional uterine bleeding, complication associated with device, dyspareunia, adnexa uteri pain, ovarian cyst, investigation noncompliance, pregnancy with contraceptive device, abortion spontaneous, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, migraine, headache, tooth disorder, dysmenorrhoea, vaginal discharge, constipation, gastritis and back pain outcome was unknown and the menorrhagia, vaginal haemorrhage and alopecia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adnexa uteri pain, alopecia, back pain, complication associated with device, constipation, cystitis, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastritis, headache, investigation noncompliance, menorrhagia, migraine, ovarian cyst, pelvic infection, pelvic pain, postoperative wound infection, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion details: essure micro inserts were placed to an appropriate position. The number of coils protruding into the uterine cavity was noted to be 3 on the right and 4 on the left. On (B)(6) 2015, patient had a left salpingo-oophorectomy and on (B)(6) 2015 she had right salpingectomy with hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in june 2012: could not find them on (B)(6) 2015 patient had surgical pathology report resulted in left ovary and fallopian tube: - ovary with hemorrhagic luteal cyst and cystic follicles. - fallopian tube with no histopathologic abnormality. - no evidence of tumor. On (B)(6) 2015 patient had pelvis with transvaginal ultrasound. (B)(6) 2015: CT scan showed 7cm pelvic lesion, which was possibly consistent with a tubo-ovarian abscess. (B)(6) 2015: CT abdomen and pelvis with intravenous constrast showed a residual pelvic inflammation concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain, pelvic pain, menorrhagia, ovarian cyst, migraine, uti, headache, dyspareunia, postoperative wound infection, pid, dysmenorrhea, dysfunctional uterine bleeding, most recent follow-up information incorporated above includes: on (B)(6)2018: medical records received. Case became medically confirmed. Lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 4-jan-2017: reported now from lawyer: newly reported events: severe menstrual, abdominal and back pain (back pain was already reported), heavy bleeding, depression, rare paratubal cysts, fatigue, weight fluctuations, pain during intercourse, all considered related to essure. Operative report was provided. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and developed a rash from head to toe approximately one month later. She has had skin testing done by a dermatologist and has tried a gluten free diet for one-and-one-half years. She was able to keep the rash controlled with medications, but it recurred after stopping treatment. She also experienced heavy bleeding (seen as genital bleeding). Three years and a half, after insertion, the patient requested removal and a bilateral salpingectomy via laparoscopy was performed. According to additional information, this case became legal and it was informed that after essure removal, she was recovering from rash. The events are considered anticipated in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to this device, especially those with a history of metal allergies. In addition, some patients may develop an allergy to nickel if the device is implanted. Typical allergy symptoms reported for essure include rash, pruritus, and hives. In this case, the patient developed the rash approximately a month after essure insertion. Skin testing was performed and showed positive for many allergies, but nickel allergy was not tested. Nevertheless, considering the events nature, the compatible temporal relationship and the improvement after removal, causality with essure use cannot be excluded. With regards to the event heavy bleeding, a causal relationship with essure cannot be excluded. Upon follow up information, this case was regarded as incident since a device removal was required. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Additional non-serious event was reported. Follow up information will be obtained through litigation process.